Manufacturer narrative:
Device available for evaluation: yes, returned to the manufacturer on 11/10/2015. The pcb00 unit was returned to the manufacturer for evaluation. Visual inspection showed scarce amount of viscoelastic residues were observed in the pcb00 device and the lens was left inside the cartridge. Slight dents/distortions and stress marks were observed on cartridge tip. The plunger and pushrod were advanced in the preloaded insertion system. Manufacturing defects were not identified in the return sample. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. There were no associated deviation or non-conformities found during the mmr for this complaint and/or similar issues. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Implant date: not applicable; the lens was not implanted. Explant date: not applicable; the lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as the surgeon started to inject the lens, the surgeon noticed a crack on the lens. The surgeon was able to stop and take out the injector with the lens still in it. No patient injury was reported. The surgeon had to use another lens to complete the procedure. No incision enlargement or vitrectomy performed. No further information was provided.